Event description:
Reported that the recipient/pt developed an infection after calcaneal fracture repair in 2007. The pt presented with heel wound the following month with deep wound cultures positive for enterobacter cloacae two times in the same month.

Manufacturer narrative:
Graft ID 2185149 was not returned to co and remains implanted. Investigation: review of internal records, donor records, tissue donor serological test results; medical release, mfg history, and qa/qc reviews performed. Results: donor serological testing results were negative for infectious disease process with no info noted in donor medical/social history associated with communicable disease. No deviations noted upon mfg records review. Graft ID 2185149 was irradiated within the validated dosage to eliminate potential viable microbes. Graft ID 2185149 passed all release criteria prior to distribution. Grafts were distributed and 10 tissue utilization records of implantation have been received for this donor (implant dates from 2006-2007) with no related complaints found. Conclusion: the processing method utilized for the graft; irradiation and demineralization, are validated to eliminate the potential of disease transmission. Furthermore, enterobacter cloacae is not an organism commonly associated with allograft infection. Review of timeline from implantation to onset, surgical site (foot), and etiology of the organism identified makes it unlikely that the source of the infection is the allograft tissue.